Event description:
Customer reported a potential severe hypoglycemic event. No further information was provided. There was no report of medical intervention, death, or permanent impairment associated with the event. Customer has not provided a date of event to enable further device evaluation, however, potential time of event could have been between (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
All information available to bigfoot has been submitted. A follow-up report will be submitted after bigfoot learns of any new information in relation to this case.justififcation for delay - bigfoot submitted this report via the (B)(4) on friday (B)(6) 2022 at 01:33:16 edt with a core ID (B)(6) and batch ID 3016525500-20220804213928, but the report was received to the test database although test (B)(6) account credentials are not accessible. Bigfoot submitted ticket (B)(4) to the esg help desk to determine the cause for this issue.